Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case.  Please reference related manufacturer report no: (B)(4).

Manufacturer narrative:
Please reference article: useini, dritan, et al. ¿oversized versus non-oversized prosthesis: midterm outcomes after transcatheter aortic valve replacement using sapien 3 valve.¿ the thoracic and cardiovascular surgeon (2020). The dates of the events are unknown; however, according to the article the study period was from february 2014 to june 2017. For this reason, the first day of the reported study period (2/1/2014) was used as the occurrence date. This is one of seven manufacturer reports being submitted for this case.  It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention.  Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation.  Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr).  In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. One patient had an increased gradient of a(delta)p mean > 20mm hg within the 30 day post op the tavr procedure. Details of the event were not provided. Based on the limited information received a root cause could not be determined. There is no actual report of valve thrombosis or other cause for the reported event. No information regarding the treatment was provided. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through the review of the medical article: ¿oversized versus non-oversized prosthesis: midterm outcomes after transcatheter aortic valve replacement uisng sapien 3 valve.¿ regarding single-center retrospective study to evaluate the early and midterm clinical and echocardiographic outcomes in patients who received os, latest-generation balloon-expandable s3 thv after tavr using the transapical (ta) approach. 122 patients underwent transapical approach with sapien 3 thv between february 2014 and june 2017. The following event happened during the procedure: one patient had an increased gradient of a(delta)p mean > 20mm hg within the 30 day post op the tavr procedure. Details of the event were not provided.